Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable and wall adapter. Reportedly, a different wall adapter and cable resolved the issue. Customer's blood glucose was 117 mg/dl.